Manufacturer narrative:
Device manufactured between august 03, 2018 to august 04, 2018. Two actual devices were received for evaluation. Both bags were received with the top right corner cut where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port bonding area between the spike port tube and the spike port on both samples. The reported condition was verified. The cause was not determined; however, the most likely cause was due to inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 5000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had spike port leaks. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.